Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, while opening the device package during preparation for the procedure, a bend was found at the biopsy head. The pull wire within the clevis near the jaws was bowed/bent and coming out of the clevis. There was no damage to the packaging noted. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.